Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
A pt underwent a angioplasty to a central stenosis in the left innominate vein on (B)(6) 2012. The physician used the atb with four different inflations. The first to 8 atm, then deflated, up to 10 atm, deflated, up to 12 atm, deflated, up to 14 atm which at this point it burst. The balloon broke off completely from the shaft. The radiopaque marker and the plastic wrap of the balloon still remain inside the pt. The physician attempted to use a snare to get the balloon out. There was an issue with clot formation and so a trerotola was used to break up the clots. A foley catheter was used to take out the clots. The physician used a 12mmx 8cm stent to trap the portion of the balloon that was not retrieved the wall of cephalic vein.